Event description:
Ref imp # (B)(4).

Manufacturer narrative:
From the document review of the lot involved (1112890 - (B)(4) items produced) no anomalies were found. The cutting guide and the (B)(4) pins returned back to medacta and were inspected by qc dept with the following results: the cutting guide does not present evidences of wear and all the fixation holes are functioning, w/o metallic fragments. The pins have a few superficial scratches caused by normal use but there is no detachment of material and resulting to be functioning. The only possible explanation is that the fragments came from the threaded drill used to perform the preliminary holes prior to fix the pins.